Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) event, however, a specific bg value was not provided. Additionally, it was reported that the battery was depleting quickly which resulted in the pump shutting down. Although requested, the customer declined troubleshooting. Multiple follow up attempts were made to gather additional information; however, the customer did not respond to follow up attempts.